Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; seroma - late.

Event description:
Regulatory agency advised allergan of a physician report of bia-alcl. After implantation the patient presented with an abnormal right breast, complaining of delayed onset seroma and pain. Histological analysis confirmed bia-alcl infiltrating the capsule wall but not invading deep or forming a discrete mass. Cd30 positive. Alk- 1 negative. This record relates to the right side. The device has been removed.